Event description:
During a cardiomems implant procedure, after the device was in position, it was noted that the guidewire tip was pointing back down the length of the wire rather than down the arterial branch. When the guidewire was pulled back into the cardiomems delivery catheter the distal 3cm of the guidewire sheared off and remained in the patient. Heparin was administered and the patient was retained overnight for observation. The patient was discharged the following day.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
During cardiomems procedure, cmems delivery system was being advanced over .018 boston scientific platinum plus guidewire. When sensor was in positioned, guidewire tip double backed on itself and was pointing back up toward the cardiomems device, rather than down the intended distal pumonary artery branch inferior to the cardiomems. Cmems was deployed successfully. The physician attempted to gently pull the guidewire back into the cardiomems delivery catheter to straighten the wire prior to removing the cmems delivery catheter. Pulling back on the guidewire resulted in the distal 3cm of the guidewire shearing off and remaining inferior to the cardiomems sensor. The cardiomems delivery system and remaining length of the guidewire removed from the body, leaving behind the 3cm tip of the guidewire. The attending cardiologist decided to leave this piece of wire in the body since attempting to snare it thru the cardiomems sensor would not be possible. It was also noted that this wire was smaller than the size of the cardiomems device itself and the patient takes chronic anticoagulation at home. 5000 units of heparin were given during the procedure. The patient was planning to be discharged home the same day rather than staying overnight for any observation.